Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer experienced a low blood glucose of 90 mg/dl. The customer treated their low blood glucose with glucose. The user alleged the insulin pump was over delivering insulin due to the customer being in auto mode and seeing micro boluses occurring even though they are at their target blood glucose. Customer stated they believe auto mode is not working or over delivering. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.